Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. In addition, the luer lock connection was loose. The customer successfully tightened the luer lock, primed the tubing, and continued using the pump for insulin therapy. The customer's blood glucose 275 mg/dl.